Event description:
It was reported the battery was discharged because the patient had forgotten to recharge. It was noted there were no patient symptoms. A physician mode recharge was performed, which was followed by a power on reset (por) condition. The por was cleared, but the event was ongoing. The device was then replaced about 2 months later, and the patient recovered without sequela.

Manufacturer narrative:
Product ID 377875 lot# v006018 serial# implanted: 2006-(B)(6) explanted: product type lead, product ID 37742 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type programmer, patient, product ID 3708240 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type extension, product ID 3708120 lot# serial# (B)(4) implanted: 2006-(B)(6) explanted: product type extension, product ID 3487a-56 lot# v005411 serial# implanted: 2006-(B)(6) explanted: product type lead, product ID 3487a-56 lot# v005411 serial# implanted: 2006-(B)(6) explanted: product type lead. (B)(4). The device has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator model 37711, serial (B)(4) found the battery capacity was reduced due to overdischarge.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.